Event description:
It was reported that the patient was hospitalized following device implant due to elevated bipolar impedance measurements. Abbott technical support was contacted and confirmed that the elevated impedance measurements were due to oversensing of a diagnostic event. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.